Manufacturer narrative:
This product is not marketed in the us. Lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens; -15.00/5.0/099 (sphere/cylinder/axis); into the patient's left eye (os) on (B)(6) 2019. There was no problem with the lens but the patient has residual refraction errors that effect the visual acuity. On (B)(6) 2020 the lens was exchanged with a different model/same lenght lens. The cause of the event is reported as user error. The erroe occured during measurement of the refraction error by the optometrist.